Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the customer did not complete the air removal steps properly. Customer technical support educated the customer on proper air removal steps and customer acknowledged. A new cartridge was loaded to resolve the issue.